Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information provided by customer (event information in field b5 and reprocessing information in h10 below). When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. No other reprocessing information was made available. During device evaluation, the reported angulation issue was confirmed: the bending section did not allow for bending in the left direction due to a cut angle wire. In addition to the angulation issue and foreign material found, the following components were found corroded due to water leakage: control unit; scope cover; universal cord holder; sheet holder unit; electrical connector; shield plate; plate; and shield disk. In addition, the control unit, scope connector, electrical connector and scope ID were dirty due to water leakage. The suction cylinder and air/water cylinder were both discolored. The following components were scratched: the color ring; the forceps channel port; the flexibility adjustment ring; the right/left knob; up/down knob; the objective lens; and the bending section. In addition, the hand grip was sheared, switch button 1 was cut; the color ring was cracked; the indicator on switch button 4 was faded; the label on the scope connector was peeling; and the nozzle was deformed. The image guide protector was damaged, the connector cover was scratched, the light guide lens was cracked, the adhesive on the bending section was scratched, the connecting tube was deformed and the universal cord was scratched. These six components showed evidence of third party repair having been performed. Finally, functional testing showed the device did not meet with insulation resistance specifications due to a cut on the heat shrinking tube. Testing also showed the device produced an image with a dark area due to a scratch on the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. There was no physical damage where the foreign material was found. Based on the customer feedback received, it is unknown whether there were deviations from the device instructions during customer reprocessing. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the issue was found during a colonoscopy. The procedure was completed with no adverse effects.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope experienced an angulation malfunction. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. During the device evaluation, white foreign material was found in the air water tube. This report is being submitted for the malfunction found during device evaluation.